Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that right atrial lead was explanted and replaced due to failure to capture issue. At first, patient was seen in the clinic and programming changes were performed until the explant procedure. There were no adverse consequences to the patient.